Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for a condition that was the same or similar to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 199:117. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention or adverse reaction in association with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error code 199:117 was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA.